Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. D1: corrected. H6: corrected component, and investigation clinical codes.

Manufacturer narrative:
D10: concomitants: (B)(6) 320-20-00 - eq reverse torque defining screw kit. (B)(6) 320-06-38 - glenosphere 38mm. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-38-13 - 145-deg pe 38mm const hum liner +2.5. (B)(6) 320-10-05 - equinoxe reverse tray adapter plate tray +5.

Event description:
It was reported that a 70 yo male patient, who had an initial left reverse shoulder implanted in (B)(6) 2021, who was revised in (B)(6) 2024 for poly disassociation and in (B)(6) 2024 to have a single stage revision due to infection, underwent a 3rd revision in (B)(6) 2024 to remove the devices due to infection. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted devices are not available for analysis due to hospital policy. No device images were able to be provided. No further information. (B)(6) 2024 poly disassociation reported under MDR#s 1038671-2024-00600/1038671-2024-00601 (B)(6) 2024 single stage revision reported under MDR# 1038671-2024-01266. Concomitants: a865871 320-20-00 - eq reverse torque defining screw kit a945642 320-06-38 - glenosphere 38mm a973880 320-15-05 - eq rev locking screw a391407 320-38-13 - 145-deg pe 38mm const hum liner +2.5 a671107 320-10-05 - equinoxe reverse tray adapter plate tray +5